Event description:
Related MFR number: 3005188751-2013-00105. During an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter and a fast cath swartz transseptal introducer, a pericardial effusion occurred. The therapy cool flex ablation catheter was advanced into the left atrium through a fast cath swartz transseptal introducer. After ablating for approximately one hour in the left atrium, the catheter and introducer slipped back into the right atrium. Both devices were then advanced back through the existing transseptal puncture into the left atrium. Ablation continued and a few minutes later the patient became hypotensive. A pericardial effusion was confirmed using an ice catheter. A pericardiocentesis was performed, which stabilized the patient. There were no performances issues with the reported catheter or introducer.